Manufacturer narrative:
Additional suspect medical device components involved in the event. Brand name: spectra wavewriter, upn: m365sc11600, model: sc-1160, serial: (B)(6), batch: 354048. Block d4 model: either infinion sc-2316-50 or infinion sc-2316-70, serial and lot number unknown.

Event description:
It was reported that one of the patients spinal cord stimulation (scs) infinion lead displayed high impedances. The patient did not experience any stimulation issues due to the impedances. The patient underwent a revision procedure to replace the lead, and implant two new leads. The serial number of the lead is not known and cannot be obtained. During the revision, the old lead could not be removed from port d of the implantable pulse generator (ipg), in order to attach the two new leads. It appeared as though the screw was unable to be loosened. An extra-long screwdriver was opened to loosen the screw in the ipg, however this did not resolve the issue. It was unclear if this was related to bodily fluids during surgery. The lead was removed and inserted 1-2 times. This caused the surgeon to have to use other means to remove the screw, in order to insert the two new leads. The protective plastic was manually removed by the pain specialist during the procedure so that the screw could be manually removed. The decision was made by the surgeon and team at this point to replace the ipg. There were no patient complications. The procedure was completed successfully. The explanted lead will not be returned as it was discarded.

Event description:
It was reported that one of the patient's spinal cord stimulation (scs) infinion lead displayed high impedances. The patient did not experience any stimulation issues due to the impedances. The patient underwent a revision procedure to replace the lead, and implant two new leads. During the revision, the old lead could not be removed from port d of the implantable pulse generator (ipg), in order to attach the two new leads. The set screw was unable to be loosened even after attempting to loosen the screw with an extra-long screwdriver. It was unclear if this issue was related to bodily fluids during surgery. This caused the surgeon to have to use other means to remove the screw, in order to insert the two new leads. The protective plastic was manually removed by the pain specialist during the procedure so that the screw could be manually removed. Furthermore, the silicone over the screw in the ipg was removed with scissors (because the hex wrench was not working to loosen the screw) in order to manually remove the screw and release the lead. The lead was removed and inserted 1-2 times. The screw appeared to be stuck and was unable to be removed. The decision was made by the surgeon and team at this point to replace the ipg. There were no patient complications. The procedure was completed successfully. The explanted lead will not be returned as it was discarded. The serial number of the lead is not known and cannot be obtained.

Manufacturer narrative:
Block d4 model: either infinion sc-2316-50 or infinion sc-2316-70, serial and lot number unknown. Update to block b5: additional suspect medical device components involved in the event. Brand name: spectra wavewriter. Upn: m365sc11600. Model: sc-1160. Serial: (B)(6). Batch: 354048.

Manufacturer narrative:
Block d4 model: either infinion sc-2316-50 or infinion sc-2316-70, serial and lot number unknown. Update to block b5: additional suspect medical device components involved in the event. Sc-2316-50 or sc-2316-70, s/n unknown. The lead was disposed of and was not returned for analysis, therefore, a physical analysis has not been conducted in our laboratory. However, a labeling review was conducted and it determined that the reported event of high impedance is a known inherent risk with implanting an scs system, as documented in the IFU. Sc-1160, s/n (B)(6). The returned ipg was analyzed and visual inspection revealed that the septum at port d of the ipg was completely torn. It was observed that the set screw head at port d was severely stripped. In addition, excessive silicone residue that was torn from the septum was detected where the torque wrench mates with the set screw. The set screw could not be loosened due to the excessive silicone residue and the stripped head. The probable cause is unintended use error caused or contributed to the event.

Event description:
It was reported that one of the patient's spinal cord stimulation (scs) infection lead displayed high impedances. The patient did not experience any stimulation issues due to the impedances. The patient underwent a revision procedure to replace the lead, and implant two new leads. During the revision, the old lead could not be removed from port d of the implantable pulse generator (ipg), in order to attach the two new leads. The set screw was unable to be loosened even after attempting to loosen the screw with an extra-long screwdriver. It was unclear if this issue was related to bodily fluids during surgery. This caused the surgeon to have to use other means to remove the screw, in order to insert the two new leads. The protective plastic was manually removed by the pain specialist during the procedure so that the screw could be manually removed. Furthermore, the silicone over the screw in the ipg was removed with scissors (because the hex wrench was not working to loosen the screw) in order to manually remove the screw and release the lead. The lead was removed and inserted 1-2 times. The screw appeared to be stuck and was unable to be removed. The decision was made by the surgeon and team at this point to replace the ipg. There were no patient complications. The procedure was completed successfully. The explanted lead will not be returned as it was discarded. The serial number of the lead is not known and cannot be obtained.